Event description:
Customer reported his insulin pump had multiple alarms. The customer stated he had worn his insulin pump in a magnetic resonance imaging machine. He stated his insulin pump alarmed motor error shortly after during a basal delivery. Customer's blood glucose was 550 mg/dl. The customer had treated his high blood glucose with a manual injection. The customer stated he was able to complete the rewind sequence on his insulin pump. Troubleshooting found the insulin pump passed the self test. The customer also reported all his settings was cleared by one of the alarms. The customer was advised to disconnect from the insulin pump and rever tto a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test, followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify e70 errors or check setting alarms due to motor anomaly. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.